Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold, and dislodgement and migration were confirmed on chest x-ray. The rv lead was explanted and the rv port was plugged. No patient complications have been reported as a result of this event.